Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Batch # m53e3k. Additional information received: please confirm the device was used for a hemorrhoid procedure. No, this is a ileoanal anastomosis after proctectomy. Please explain what is meant by, they heard an abnormal noise and scary. This is unclear. Normally this clamp is used for circular anastomosis and without difficulty to close it. This time, the user had big difficulty stapling, he had to use his 2 hands and heard a cracking sound when closing the clamp as if he was stapling plastic ... Does inspection of the two flanges refer to the donuts? If no, please explain. Yes. Were the donuts complete? Yes. Please explain what is meant by the white plastic seal escaped. This is unclear. It is a white plastic ring which is detached from the clamp and came up with the flanges. The user never found that in 6 years of use. Did any pieces of the device fall into the patient? No. If yes, were they removed? If any pieces fell off of the device, will they be returned with the device? No. If no, how were they discarded? Thrown away with the usual waste in the procedure room. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a hemorrhoid procedure, when tightening the clamp by the surgeon to perform the anastomosis, they heard an abnormal noise and scary. Inspection of the two flanges and unscrewing of the anvil showed that a white plastic seal escaped. The anastomosis has been well done. There were no adverse consequences for the patient.